Event description:
Customer questioned two potassium results reported from their gem premier 4000 cartridge (pak): a first sample was analyzed through the gem premier 4000, with a potassium result of 1.9 mmol/l. Then the sample was sent to the lab, where a potassium result of 4.2 mmol/l was obtained. A second sample was analyzed through the gem premier 4000 instrument, with a potassium result of 1.4 mmol/l. Then the sample was sent to the lab, where a potassium result of 3.6 mmol/l was obtained. Note: pts were not treated based on the above two results from the gem premier 4000. The gem premier 4000 reported multiple k+ sensor errors, but did not disable the cartridge (pak).

Manufacturer narrative:
This complaint is currently under eval. A follow-up report will be filed once a conclusion is determined from the investigation.